Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by counsel that claimant underwent right tha on (B)(6) 2012 and was implanted with an lfit v40 femoral head and accolade hip stem. Her right hip was revised on (B)(6) 2022 allegedly due to alval from metal head femoral neck corrosion.